Manufacturer narrative:
The actual sample was not available for investigation. However, a picture of the impacted prismaflex m100 was provided. The visual inspection of the provided picture showed that a fluid leakage occurred at the level of the discharger ring of the effluent line. The reported defect was confirmed. This issue is being further investigated and actions have been put in place in order to prevent this issue. The reported lot was manufactured before the implementation of these actions. The batch review found that this batch met release requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minutes into patient treatment with a prismaflex m100 set, the machine alarmed a ¿voltage out of range¿ alarm. The machine was turned off and then restarted and treatment was continued. After restarting treatment, it was observed that the discharger ring was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.